Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer experienced a low blood glucose level reported between 40-50 mg/dl. The customer reported being unconscious. Further information regarding event was unable to be obtained as customer declined to provide information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.